Event description:
Pt stated that one of the pumps (sn (B)(4), due 03/28/2018) started alarming with no error message and the screen was blank when she went to get her pump ready for the next mix. Informed her that a replacement pump will be shipped today for delivery tomorrow along with the return box. No interruption in therapy reported. Dose or amount: 100 ng/kg/min, frequency: q 48 hours, route: IV. Dates of use: (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.